Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold reciprocating file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Customer returned the broke file loose in a bag and 1 unopened file. Per sp-wgprime25-a the overall length should be 25mm. The remaining overall length of the broken file is 19mm. Approximately 6mm broke off of the file. The unopened file was measured per (B)(4) and meets spec. Visually checked with a microscope and found that they had no manufacturing marks or defect. Root cause is unknown. Nothing unusual to report was found during DHR review. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.